Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent a mesh removal on (B)(6) 2008 due to erosion of vaginal mesh. It was reported that the patient underwent a mesh removal on (B)(6) 2012 due to dyspareunia, vaginal mesh exposure and vaginal pain. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh and bard avaulta plus posterior were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, and posterior colporrhaphy, due to stress urinary incontinence, urethral hypermobility, and rectocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.